Event description:
Sureform 60 stapler had multiple errors / faults with tissue when fired during a surgery for robotic roux-en-y gastric bypass and hiatal hernia repair. This device would not fire on the tissue and would give an error message on the machine. There was no harm to the patient and a new stapler was opened to the field and the surgery was completed without any further incident.